Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided per the study, the needlescopic procedure was a safe and useful technique for inguinal hernia repair.

Event description:
Received an article titled: laparoscopic transabdominal preperitoneal inguinal hernia repair using needlescopic instruments: a 15-year, single-center experience in 317 patients. The article reviewed experiences with inguinal hernia repair with needlescopic instruments. Per the article, adverse events included bladder injury unrelated to mesh, seroma, hematoma, subcutaneous emphysema, infection, lipoma and recurrence.